Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient had intraocular lens explanted after 4 years implant as lens was dislocated. Unknown if there were any visual issues. For the explant, an incision enlargement was required but no vitrectomy and no sutures were done. No patient post-op injury was reported. Replacement lens was with a non amo lens. No further information provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 8/11/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection was performed and lens was observed cut in pieces, most probably to make explant possible. Loose fibers/particles were observed on lens pieces related the handling of the unit out of a sterile environment. The conditions of the lens returned is consistent with a unit that has been previously handled and prepare for surgical process. Considering the condition of the lens, additional analysis is not possible. The reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.